Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator. It was reported that initially when the patient started the trial she felt stimulation in the buttock and down the leg. The patient stated that it felt like the wire may have moved in her sleep because the position of it shifted to be more vaginal and it was painful like a dull pain on the right side and in the right buttock. The patient mentioned she was programmed for both sides and the health care professional (hcp) said to use the right side for the trial. It was reported that the patient inquired about changing sides to see if it would help with the pain. The patient noted that the amplitude was at "2 something" and she lowered it to 1.8 but no longer felt stimulation, but she still had pain. The patient changed to the left side and confirmed the pain went away. The patient was redirected to their hcp. There were no further symptoms or complications reported or anticipated.